Manufacturer narrative:
(B)(4). . A defective sample was received for evaluation. A visual inspection was performed and the air vent was found detached. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a perfusion set was missing the vented protector cap from its connector. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.